Event description:
As a young child I was lock in a small closet for long periods which resulted in not dealing with small spaces. At summer camp, while on top of metal bunk bed, I laughed and put my head down hitting the brim of my nose between my eyes, breaking the bone. Ever since, I have not had adequate air flow while breathing from nostrils. In junior high, I inhaled formaldehyde as a joke from my teacher and had to be treated at the hospital. I've had issues with my lungs, asthma and using inhalers. This effected my ability to play sports. With all those factors, I was shopping at local (B)(6) with a mask as I was required, and by the time I was checking out, I was shaking from not having adequate air; I couldn't hold my credit card still to make payment and knocked the card reader in the floor and fell back myself. FDA safety report ID# (B)(4).